Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms and resumed insulin delivery. Customer's blood glucose read high on cgm and bg meter. Customer administered manual insulin injection to address elevated blood glucose level.